Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant and the follow up after this right ventricular (rv) lead was placed out of range pace impedance measurements were noted. During a follow up discharge performed 72 hours later the values were within normal range. The lead remained implanted. No adverse patient effects were reported.